Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, around 1 inch from the top the reamer snapped in half. The ball tipped wire pulled out the piece that was broken inside the humeral canal. The ball tipped wire successfully pulled out the piece that was broken inside the humeral canal. The reamer was no longer needed after it had broken, so continued with the procedure as normal. No further information was provided.